Event description:
A physician used the asahi miraclebros 300 in the left superficial femoral artery. While the physician was removing the miraclebro, the distal tip unravelled and fractured inside the patient's anatomy. The physician used another brand of device to snare the broken piece. The patient did not experience an injury.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.